Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Stenosis and angina are listed in the promus everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The other promus referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that in (B)(6) 2010 two unknown promus stents were implanted in the mid right coronary artery. On (B)(6) 2012, the patient presented with recurrent chest pain and was treated with a non-abbott index study stent for in-stent restenosis of the promus stents. On (B)(6) 2014, the patient again presented with chest pain and 85% in-stent restenosis of the unknown promus stents and the study stents was confirmed which was treated with balloon angioplasty and placement of unknown drug eluting stents. There was 10% residual stenosis. No additional information was provided.